Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nearing end of life as the patients ipg had to be charged more frequently. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.